Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during turp procedure on (B)(6) 2024, a piece of the inner sheath had broken off. The procedure was completed without issue at the time using a back-up device. However during a CT scan of the abdomen/pelvis after the fact, customer discovered a foreign body inside of the patient. The patient had to return on (B)(6) 2024 to have the said foreign body removed. The foreign body was successfully removed. No patient injury was reported at this time.